Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a leak. The piercing pins of the bifurcated tubing set were to be used to deliver two 3000ml containers of normal saline via gravity. It was reported that during priming prior to patient use, an unspecified volume of solution leaked from the distal end of one of the two piercing pins of the bifurcated tubing set. The tubing set was replaced and the therapy was initiated. Though requested, no additional information was provided.